Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a tibial lesion. A 0.18 hi-torque connect flex peripheral guide wire was being advanced when it prolapsed inside the anatomy at the target lesion. The physician attempted to remove the guide wire, but the tip became stuck in a collateral vessel. Resistance was noted and the tip of the guide wire broke off and remains in the small collateral vessel in the patient. The proximal end of the guide wire was removed, and the procedure was successfully completed with a command 14 guidewire. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, it was determined that this product is not an abbott vascular product; however, a report was submitted; therefore, it remains reportable. No additional information provided.

Manufacturer narrative:
The analysis was performed by lake region medical ltd the device was returned loaded into the original dispenser and a visual and dimensional inspection was completed. The guidewire was found to be fractured on the distal end and deformed (kinked and bent) over the entire length of the device. The separated distal fragment of the guidewire was not returned for investigation. A review of the device history records, and similar incident query and complaint trend for the specimen device does not present any indication of a manufacturing defect or an anomaly that could have impacted the device or caused the event as reported. The lot history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns have contributed to the incident, however, with the information provided and the completed investigation, it is likely that the guidewire fractured after being challenged beyond its design capabilities during the procedure but cannot be determined.product is not an abbott vascular product.